Manufacturer narrative:
The electrode serial number was not provided. The field service engineer inspected the module and determined that a compromised rinse tubing due to wear and tear caused the event. He replaced this part, the check valve, and the vacuum pump diaphragms; cleaned and decontaminated the solenoid valves; adjusted the cell blank water dispense; and verified the module's performance by ion-selective electrode checks and qc. The investigation determined that a hardware issue caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium electrode assay results for two patient samples tested on the cobas pro ise analytical unit. One patient sample with discrepant results was provided: the initial result from the analyzer is 158 mmol/l. The repeat result from another analyzer is 129 mmol/l. The initial result was not reported outside the laboratory, as it was deemed high.